Event description:
The customer reported to olympus that the angulation was too low, and the distal end was defective. There were no reports of patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found: a foreign material in the air/water tube and cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional non-reportable findings were as follows: the air/water and suction cylinder had no color, due to burn on plastic distal end cover, insulation resistance value at distal end did not meet the standard value, due to wear of angle wire, bending angle in down direction did not meet the standard value, the bending tube was deformed, the connecting tube had a scratch and was discolored, and the protector of the universal cord on control section side had a cut. It is most likely that the reported event was due to insufficient cleaning. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and although it was noted that reprocessing was performed prior to sending the device in for evaluation, it is unknown if the reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif-ez1500 operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-ez1500 reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.